Manufacturer narrative:
The clinical applications specialist (cas) reviewed the images and calculations. The cas noted the moiré image was not clear and questioned if the surgeon used the wrong ophthalmic viscoelastic device (ovd). Further evaluation of the images noted a reflection in the focus camera image, as well as the wide field of vision (wfov). The operating room does have a big bank of windows and the microscope light or light from the windows may have contributed to the stray light. The moiré image looked ¿foggy¿. The wfov showed the intraocular lens (iol) edge as the light was catching it. The cas concluded that it appeared that the final no rotation recommended (nrr) measurement was given during a capture that was not optimal. Several variables noted may have caused it. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release the root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a toric intraocular case calculations were done with aberrometry readings. Measurements were off axis by 90 degrees. The patient returned one week later for repositioning.